Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to an integrated circuit on the ECG board. The ECG board was replaced to address the customer's report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.